Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. The evaluation detected an unreported condition: analysis of the returned product noted that the microsd card was corrupted. This was confirmed based on log files. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. This condition would result in the handle being unable to enter firing mode pre-operatively the root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Visual inspection noted that after disassembly of the device, a non-critical electrical component was found to be damaged. A damaged electrical component resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, the device had no activation sound. Another device was used to resolve the issue. There was no patient involvement.